Event description:
It was reported in a service report that the brakes were not holding properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: gill brake plates were worn on all brakes.